Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. D4 batch #: x94w1p . Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the blade partially exposed and bent at the tip. The device was connected to the generator and it was recognized. However, during the functional test, the knife could not be fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.

Manufacturer narrative:
Pc-(B)(6) date sent: 7/24/2023 additional information was requested and the following was obtained: the analysis lab received an nslx137c with the lot: x9458t instead of the lot: x94w1p reported. Does the x9458t device belong to this complaint? The goods was couriered by hospital directly and by mistake they had sent two probes of nslx137c. We have discussed the same in phone as well. Lot: x9458t is not belongs to this complaint. Pls ignore lot :x9458t as it is not the part of any complaint d9, h3, h6

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap hysterectomy, was using the device, on the very first case but the blade came out. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the blade partially exposed and bent at the tip. The device was connected to the generator and it was recognized. However, the blade did not fire during the mechanical test when the cut button was pressed. The device was disassembled to verify the condition of the internal components, and it was found that the knife was broken due to the weld failure because of galvanic corrosion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. H10 investigation summary.